Event description:
It was reported that there have been both high and low impedance measurements on the right ventricular lead, along with noise. The patient also reported that there was high impedance and a possible lead fracture. The physician elected to program the device to aai mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.